Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with right knee post-operative infection. An unknown surgical procedure was performed.

Manufacturer narrative:
Please take in consideration the file for the previous report submitted.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
Further information received indicates the patient did not undergo a surgical procedure but was administered bactrim and keflex.